Manufacturer narrative:
(B)(4). Citation: international journal of gynecological pathology, october 2002; 21(4):422¿423. Doi: 10.1097/01.pgp.0000035814.01856.fd.

Event description:
It was reported in a journal article (oxidized cellulose granuloma mimicking a primary ovarian tumor) that the patient underwent a hysterectomy and right salpingo-oophorectomy for uterine bleeding and hemoperitoneum caused by a ruptured corpus luteum cyst of the right ovary. Absorbable hemostat was applied over the pelvic walls and the left adnexa to achieve hemostasis and were left in situ. One month later, the patient presented with a two-day history of intermittent vaginal spotting and left lower quadrant pain. An abdominal sonogram revealed fluid in the pelvic cavity and a left ovarian mass. Laparotomy revealed hemoperitoneum and an encapsulated, soft-to-firm, dark brown, left ovarian mass associated with extensive pelvic adhesions. Left salpingo-oophorectomy and lysis of adhesions were performed. No additional information was provided.